Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine check-up, an alert for out of range high voltage impedance was not confirmed as the diagnostics could not provide evidence of high impedance. The device did not deliver a patient notifer alert for the possible anomaly. The in-clinic measurements recorded normal impedance. No changes were suggested or completed.